Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss, with the sensor disconnecting and taking time to reconnect; the user entered blood glucose values manually during the interruption, and troubleshooting and education were completed without alerts or alarms. No adverse clinical symptoms reported. Outcomes included no reported impact on health or daily activities beyond temporary manual entry of glucose values. User support included guidance on reconnection and standard troubleshooting procedures. Investigation of this case revealed a transient loss of cgm communication without identification of a responsible device, consistent with known signal interruption scenarios, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external procedural factors.